Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no further information was provided.

Event description:
It was reported that the IV tubing set separated at the y-site connection. No further information was provided.

Manufacturer narrative:
Additional info: g.3. The customer¿s report that the tubing set was separated at the y-site connection was confirmed upon visual inspection. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from the (B)(6) center that the IV tubing set was separated at the y-site connection upon opening the package. There was no patient involvement.

Manufacturer narrative:
Additional info: b.3, b.5, h.6 patient code.

Event description:
It was reported from the seidman cancer center that the IV tubing set was separated at the y-site connection upon opening the package. There was no patient involvement.